Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient underwent a cleaning of the site on (B)(6) 2021. The recipient was prescribed antibiotics (type unknown).